Event description:
It was reported that during an unknown procedure, the gasket fell into the patient. After placing the trocar, when introducing the "delbet" blade, the gasket fell into the patient. The gasket was removed from the patient and the surgeon used another like device to perform the procedure, which ended without further issue. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the found that it was received with the duckbill detached from the sleeve. Please note that an investigation has been initiated to address the potential root cause of the duckbill out of position issues. A batch record review was performed and no anomalies were found during the manufacturing process.